Manufacturer narrative:
The event occurred in (B)(6).while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Caller alleges the adhesive plaster on the headset is falling off her body which has led to under infusion of insulin. Infusion set has been discarded. No adverse event reported. No product will be returned.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.